Event description:
The device was used during a laparoscopic cholecystectomy procedure, the jaws misaligned and the clips did not advance properly. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
6/25/97-supplemental report #1 submitted to FDA.